Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The product was returned for analysis. Iol returned in 2 pieces in a bag. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two. Due to the condition of the returned sample, power and resolution testing of the lens could not be conducted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was explanted a month after implantation due to patient seeing double vision and blurry vision. The lens was replaced with a non company lens. Additional information was requested and received stating the patient see shadows behind letters (when reading text). The patient's symptoms were resolved post iol replacement.